Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous left anterior descending (lad) coronary artery. The quantum maverick monorail balloon ruptured at 20 atms on the second inflation (rbp=20). The initial inflation was performed to 16 atms. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."